Event description:
The patient reported sparking and exposed and frayed wires of the power supply. The patient experienced a shock from the power supply but was not injured and did not require medical treatment. The patient electronic unit was replaced, and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system power supply was received for evaluation. Visual inspection verified the power supply's wires were exposed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The reported event was visually confirmed.